Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused fentanyl during therapy. The device was programmed to deliver 134 ml (rate and dose unknown) however, 647 ml was given "pentre bay empty". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Event history log found single infusion of "fentanyl" in the "ICU" care area; however, it cannot be determined to which infusion the customer is referring. Evaluation was unable to reproduce the reported symptom. The device was tested at 11.3ml/hr with a vtbi of 2.8ml which yielded failing results (2.602ml / -7.0714%); however, it was not found to over-infuse. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.